Manufacturer narrative:
Results: handle weldment.

Event description:
It was reported by service report that the stretcher will stop moving while using the zoom feature, it hesitates with the increase of pressure on handles. No patient involvement or adverse consequences are reported.